Manufacturer narrative:
B3) date of event is unknown. Additional information will be provided once available. Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. However, the root cause could not be definitively determined. The event is detectable/preventable by handling the device in accordance with the following IFU: gif-h290t IFU: operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the plastic distal end cover had a burn. It was determined that the cover needed to be replaced. There was no patient involvement.